Manufacturer narrative:
The reported events were for lead dislodgement and failure to capture could not be confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown. The reported event will continue to be monitored and trended.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed loss of capture on the right ventricular lead. On (B)(6) 2021, an fluoroscopy was performed and lead dislodgement was noted. An attempted lead revision was performed that day, but the physician unable to fixate the lead and elected to explant and replace the lead. The patient condition was stable.